Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/30/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the nav-ring to address and correct this reported event.

Event description:
The customer reported a ventilator in which the nav-ring did not work, and the settings could neither be changed via the nav-ring, nor the touchscreen. There was no patient involvement / harm.